Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that after changing the infusion set, his blood glucose reading went high. The customer's reading was 600 mg/dl. The customer reported thirst as a symptom. The customer treated with the insulin pump and a manual injection. The customer stated that at times the insulin would have too much resistance and at other times it came out too fast. The customer stopped the call. The customer called back to report that he took himself to the emergency room to be treated. The customer reported nausea and vomiting as symptoms. The customer was treated in the emergency room with novalog. The customer found out that he put the wrong insulin in his insulin pump, and that was what caused the high reading. The cause of the visit was due to high blood glucose levels. The customer was wearing the device at the time of visit. Nothing was replaced or returned for analysis.